Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 5 x 8.5mm (bost585) was returned for investigation. Visual evaluation of the as returned product identified dried blood on the external threads. The device had no apparent malfunction. The device could not be functionally tested for the reported failures (perforated sinus) as it is medical event. However, measurements were taken using a caliper. Device history record (DHR) review was completed for the subject lot number 2019111837. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019111837) and no other complaint was found. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported events could not be verified since they are medical conditions.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided

Event description:
It was reported during the imlpant surgery the implant perforated the sinus. Implant was removed from the sinus and a sinus lift would be performed.